Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 632032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included cesarean section, pre-eclampsia and grand multiparity. Concurrent conditions included adnexa uteri tenderness. Concomitant products included estradiol since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), suprapubic pain ("suprapubic pain"), adnexa uteri pain ("pain in my ovaries") and ovarian cyst ("hemorrhagic cyst on left ovary"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy with unilateral salpingo-oophorectomy,lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, suprapubic pain and ovarian cyst outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, menorrhagia, ovarian cyst, pelvic pain, suprapubic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - in pfs insertion date is (B)(6) 2009 and in mr the insertion date was 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received. New event added: hemorrhagic cyst on left ovary. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy (partial),oophorectomy (unilateral),). At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs was received- event injury was updated to pelvic pain new event abdominal pain, menorrhagia (heavy menstrual bleeding), device monitoring procedure not performed, patient details were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 632032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included cesarean section, pre-eclampsia and grand multiparity. Concurrent conditions included adnexa uteri tenderness. Concomitant products included estradiol since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), suprapubic pain ("suprapubic pain") and adnexa uteri pain ("pain in my ovaries"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and suprapubic pain outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, menorrhagia, pelvic pain, suprapubic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - in pfs insertion date is (B)(6) 2009 and in mr the insertion date was 2007. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Lot number: 632032, manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 632032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included cesarean section, pre-eclampsia and grand multiparity. Concurrent conditions included adnexa uteri tenderness. Concomitant products included estradiol since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), suprapubic pain ("suprapubic pain") and adnexa uteri pain ("pain in my ovaries"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and suprapubic pain outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, menorrhagia, pelvic pain, suprapubic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - in pfs insertion date is (B)(6) 2009 and in mr the insertion date was 2007. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received. Lot number was added. New events added: abnormal bleeding (vaginal), suprapubic pain, pain in my ovaries. Concomitant conditions, concomitant drug, reporters were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.